Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Coupler load 3.0 would not fire. The previous load fired fine and the load after the failed one fired fine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device history record was obtained and reviewed for lot #sp16c28-1136162. The coupler ring separation force results were within specification. The coupler ring retention force test results were within specification. 100% functional alignment testing was performed on each device during the manufacturing process. 100% visual inspection for broken or missing parts was performed. The lot passed visual and functional inspection. The released product met specification. The 3.0mm wing jaw assembly was returned for evaluation. The coupler rings were not returned. The wing jaw had no visible defects. The wing jaw was placed into an anastomotic instrument for functional testing. The instrument was cycled several times. The wing jaw moved as expected with the advancing anvil. The ejector pin presented properly to where the coupler rings would have been. Ring movement within the wing jaw assembly (misaligned ring) can be influenced by the surgeon's technique. The rings are designed to slide out of the jaw and could be moved prematurely when the tissue is everted onto the ring. A misaligned ring could potentially result in an event similar to the reported event ¿would not fire¿. Surgical technique could also result in too much tissue everted onto the coupler ring pins. Such an event could potentially result in an event similar to the reported event ¿would not fire¿. The root cause of the event could not be determined. There is no immediate evidence to support why the coupler did not function as expected. Should additional relevant information become available, a supplemental report will be submitted.